Manufacturer narrative:
It is now reported that the reason for the explant was an infection of the skin flap. This report is submitted on december 22, 2020.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 (reason for the explant unknown). It is unknown if the patient was re-implanted with another device.